Manufacturer narrative:
This report is submitted march 28, 2017.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device, however, the issue could not be resolved. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report, march 28, 2017.

Manufacturer narrative:
Per the clinic, the patient's device was explanted on (B)(6) 2017. This report is submitted on may 05, 2017.